Manufacturer narrative:
The sample collection information was not provided. Qc before and after the incident was within the specifications. Service was onsite on (B)(4) 2011. The field service engineer (fse) replaced a malfunctioning lcd display and hardware, but did not find any issues with plt recovery during his service visit. The instrument performance was verified and validated. Root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated red blood cell (rbc) and platelet (plt) results generated by coulter act diff2 hematology analyzer for one patient sample. The instrument generated flag for plt only. The erroneous results were not reported out of the laboratory. The sample was rerun and recovered normal results, which were considered correct. There was no death, injury, or change to patient treatment associated with this event.